Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 780 mg/dl. During the phone call, the customer stated that she did not feel well and her blood glucose reading was 596 mg/dl. Paramedics were called to assist the customer, and she was taken to the hosp. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests passed. The time on the insulin pump was off by one hour because the customer forgot to change the time for daylight savings. It was found that the insulin pump had alarmed auto-off because the customer was taking manual injections instead of boluses. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.